Event description:
Additional information received reported the patient's initial programmer was working and was still in the patient's posession.

Event description:
It was reported that the patient could not turn off the neurostimulator with his patient programmer. All three led diodes on the programmer turned green at the same time and he could not communicate with the neurostimulator. The patient had angina and the stimulation was high and he could not turn the device off. The programmer was replaced. The patient was fine and there was no injury.

Manufacturer narrative:
Programmer: model 7435, serial # (B)(4).